Manufacturer narrative:
Analysis summary: at analysis the stated reason for return of melted power connector rendering the power supply unusable was confirmed, and the device was unable to be powered on. It was additionally noted that the media cover was damaged. The programmer was being sent on for its repair as well as a software installation. It was additionally noted that the device's battery would not charge and it was therefore replaced. The "clean" disk was run and the software was reimaged and reloaded. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power connection melted and the power supply then became unusable and was scrapped. The programmer has been received into service. No patient complications have been reported as a result of this event.